Event description:
Dealer stated that the recline function on a fdx-mcg power chair was stuck in the up position with the user in the chair. The actuator was taken off the chair to try to bring the seating back down, damage was done to the hardware.